Event description:
When the nurse attempted to access an implanted port on the pt, during the first attempt the power huber needle was a fail due to the needle inability to completely go in. The needle kept bouncing back out on the port even though the nurse was attempting correct placement for access. The nurse got a second needle which was found to be bent and the plastic around the needle was also bent. The nurse got a third needle and was able to successfully access the implanted port.